Manufacturer narrative:
The reported run-on was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, a damaged e-box was identified, and is the probable cause of the reported event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.